Event description:
Based on the information obtained, this was for a semi perm trial, which is intended to determine if a patient is a candidate for neuromodulation stimulation therapy therefore this is not a reportable event.

Manufacturer narrative:
Based on the information obtained, this was for a semi perm trial, which is intended to determine if a patient is a candidate for neuromodulation stimulation therapy therefore this is not a reportable event.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken (B)(6) 2026 wherein lead was explanted to address the issue.